Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The lesion was located in the superficial femoral artery. The physician advanced the 5.0x100mm sterling otw balloon catheter to the lesion and inflated the balloon to 14atms and the balloon ruptured. There were no patient complications. The procedure was successfully completed with another 5.0x100mm sterling otw balloon catheter. Patient status is reported as "ok".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.